Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) stopped working mid-procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have engagement failure. The instrument was tested in-house and the instrument passed recognition and failed engagement 3 out of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument cut and sealed. The housing was removed and no visible damage was found. Review of the logs found four engagement failures. 22020 errors "installed vessel sealer extended failed to engage on usm4 (wrist pitch axis failed to engage)." The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.